Event description:
Per the clinic, the patient an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was treated with steroid injections and oral antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.